Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The date of the event and name of the procedure are unknown.

Event description:
It was reported to an intuitive senior surgical applications engineer by the surgeon that the tip of the single port (sp) monopolar curved scissors (mcs) instrument had come off during a gynecologic procedure. He said that he had been able to retrieve the tip during the same procedure. It took a long time (up to 30 minutes) for the operating room (or) staff to get a new tip and put it in the instrument. The date of the event and name of the procedure are unknown. The representative then observed two cases, and the sp mcs tip seemed to be correctly installed by the scrub tech with no issues noted.